Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump and the infusion set site. The customer's blood glucose (bg) level ranged from not being impacted to 274 mg/dl. A correction bolus was delivered to address the high bg level. The customer indicated that the site may have been the cause of one occlusion; however, as these events occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.